Manufacturer narrative:
The investigation of the returned system showed a possibility of thermal issue on the board d850 caused by a short circuit in a component that could not be identified. When the unidentified component failed, heat was generated damaging the isolation layer between gnd and 48 vdc and resulting in an electrical arch between the layers. This arch was a short circuit with limited current (<160a). The fuse protection (f4) did not work due to this low short circuit current. Therefore, the short circuit led to burning and destruction of the board d850. The spare part consumption of this board is not remarkable. The system has been already replaced at the concerned customer site. This report was submitted january 27, 2017.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the mobilett mira system. The customer reported a burning smell and smoke coming from the system, resulting in the use of a fire extinguisher. The sprinkler system was activated, the department was evacuated and the fire department was alerted. There is no report of impact to the state of health of any patient involved.